Event description:
It was reported that on (B)(6) 2012, the patient walked through the "new" airport security scanner and has had pain in his neck ever since. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3387s-40 lot# va01uj1, implanted: 2012 (B)(6), product type lead product ID, 3387s-40 lot# va01uj1, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).